Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances and high pacing thresholds on the right ventricular (rv) lead. It was noted that the rv lead is a (B)(6) product. Ts reviewed the daily threshold and impedance measurements trend and confirmed that the (B)(6) rv lead measured greater than 2000 ohms. Ts recommended for further lead testing to be performed to the hcp. The hcp noted that the physician will continue to monitor at this time. The ICD device and (B)(6) rv lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164757.